Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, blocked air channel. The issue occurred during reprocessing. The procedure was diagnostic. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found foreign object in nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: nozzle is blocked/air channel is blocked; angle knobs not locking correctly; plastic distal end cap is worn; light guide lens is chipped /cracked; bending angle does not meet specification; bending rubber adhesive is detached; number of uses: 100; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to deformation of upwards/downwards knob, bending angle in upwards direction does not meet the standard value; plastic distal end cover has a scratch; and adhesive on bending section cover or distal sheath rubber has a wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was not flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.